Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an arteriovenous (av) fistula using an indigo system aspiration catheter 7 d (cat7 d). During the procedure, while attempting to torque the cat7 d from the rotating hemostasis valve (rhv) while aspirating clot, the backend of the rhv came apart and could not be put back into position. Therefore, the rhv and the cat7 d were removed. It should be noted that there was no reported issue with the cat7 d. The procedure was completed using a new rhv and a new cat7 d. There was no report of an adverse effect to the patient.